Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. The patient's right ventricular (rv) lead was noted to have exhibited noise over-sensing. No intervention performed and no patient consequences were reported.